Event description:
A pt come into their ER and they did tests with two different pcx meters. They got values of 237 and 496. Due to the history of his pt, they did not feel confortable with these results, so a lab test was performed. Lab results were 1865 and 1637. These values exceed the limits of the parkes error grid and therefore, were not plotted. However, the differences in values are considered clinically significant. Caller was unsure of pt diagnosis or medications being used by the pt. Glucose results of 1865 and 1637 mg/dl can be seen in diabetic come, hyperglycemic hyperosmolar syndrom or, in rare case, blood samples contaminated with IV fluid containing dextrose (glucose).